Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots has been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between the adverse event of peritonitis and pd therapy on the liberty select cycler with cycler set. However, there is no documentation to show a causal relationship between the liberty select cycler and cycler set and the peritonitis. Additionally, there is no reported allegation of a machine malfunction or cassette leak for this event. Based on the available information a cause of the peritonitis cannot be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call, reported that they have peritonitis and drain pain. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient had a positive culture for gram negative bacteria, but the organism type is not yet known. The date of the culture was unknown. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient was prescribed and treated with vancomycin, intraperitoneal, 2g, every other day, and ceftazidime, intraperitoneal, 1g, daily. It was confirmed that pd therapy was continued throughout the event. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.